Manufacturer narrative:
H10: during follow up with the key market, it was clarified, that the device was failing the electrical test at the state of taking the measurements on the small metal plate behind the o2 fitting retention plate. The key market was provided with a replacement o2 fitting retention plate, and the repair was carried out by the customer. The key market also reported that the device had not been removed from service.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had an electrical safety test that was not validated. There was no patient involvement when the issue occurred. No patient or user harm reported. It was noted that the customer's v60 ventilator was not able to validate the electrical safety test. The record notes that an o2 fitting retention plate was ordered/consumed. No further details were documented. The investigation is ongoing.